Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling on their own during a bolus attempt. Blood glucose value was 93 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.